Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, an activity log strip from the event was provided for review. The log indicated a "memory full" message, meaning no clinical data was saved. The strip showed repeated "poor pad contact" and "check pads" messages, which suggests poor coupling or positioning. The strip also showed "no qrs detected," which may occur when coupling or positioning is a factor. This supports the customer's report, but without the actual device, accessories, or clinical file, root cause could not be established. The customer was advised to ensure proper pad placement and adherence according to the guidelines in the operator's manual to avoid similar incidents. No trend is associated with reports of this type.